Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving diff voteouts when the leak was noticed. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot over the phone with help from customer technical support (cts). The customer fond that the sample line had popped off the fitting at the bottom of the flowcell. The customer reattached the tubing to the flowcell and the instrument ran without any leaks and giving proper diff results. (B)(4).